Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Double knee replacement procedure. Nurse opened femur and found packaging to be damaged. Product sterility compromised. The bottom of both layers of packaging was split. Additional product was transferred from another hospital; when it arrived it was noted that the packaging was also split, only one layer was split. The implant was still sterile and ok to use. The operation was delayed by 2 1/2 hours. The next operation then had to be cancelled.

Manufacturer narrative:
Investigation: both sterile packaging were investigated visually. It was found that the inner sterile packaging is damaged and therefore the sterility no longer can be guaranteed. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: we assume that this damage caused during transportation. Rational: the devices are part of a loan service. The condition of the outer box and the manufacturing date of the devices allow the conclusion that due to several transport processes the packaging was damaged in a way that the sterility is no longer being complied. Furthermore the low failure rate leads to the assumption that the error is not systematic. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.